Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9126671. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200824434, 200824405, 200824270] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle plunger was difficult to move on 5 occasions during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9126671 it was reported that needle shield could not be removed from 5 syringes. Also reported that plunger would not depress during injection and had to discard syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle plunger was difficult to move on 5 occasions during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9126671. It was reported that needle shield could not be removed from 5 syringes. Also reported that plunger would not depress during injection and had to discard syringe.